Event description:
(B)(4) clinical study. Same case as 2134265-2012-01375. It was reported that following a coronary artery treatment procedure, the patient experienced a stent thrombosis and a myocardial infarction. Lesion 1 was located in the proximal left circumflex with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.50 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was an in-stent restenosis, located in the mid right coronary (rca) artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 3 was an in-stent restenosis, located in the distal right coronary (rca) artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest discomfort. On admission, ECG revealed a sinus rhythm with inferior st-elevation myocardial infarction. The patient was hospitalized on the same day and cardiac catheterization was recommended. During the revascularization 100% in-stent restenosis of the study stents placed in prox rca was crossed using a guide wire and predilated. A repeat angiography revealed timi flow 2 with clot in mid and distal rca as well as diffused in-stent restenosis. Following this, a 3.5 x 38 mm non bsc stent was placed overlapping distally with another 3.5 x 18 mm non bsc stent. Following post dilation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).